Event description:
It was reported that a pt underwent a revision surgery after falling and subsequently dislocating her shoulder. The pt had an original total shoulder replacement surgery in 2002. The surgeon's comment regarding the outcome of the revision surgery was that "it was fine". The explanted device is being returned for eval. This device is used for treatment.

Manufacturer narrative:
The device is expected for eval, but has not been received. A follow-up report will be submitted upon completion of the investigation.